Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced prolonged dosing stopped events after not reacting to device alerts when the continuous glucose monitor (cgm) failed, resulting in hyperglycemia reported at 401 mg/dl until a new cgm was applied and glucose levels stabilized. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included the need for user education without hospitalization. Investigation included review of synchronized report logs and case discussion with clinical support. Investigation of this case revealed dosing interruptions due to unresolved alerts associated with a cgm failure, with no device malfunction identified for the ilet pump. It was concluded, based on previously established findings for similar reports, that the cause was user non-response to alerts and use error related to alert management.